Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Four complaints describe incidents involving the storz laparoscopic light cords, who were resulting in burns to the patient. The majority of these have been the result of the cord becoming disconnected from the camera on the laparoscope. The event is filed under internal karl storz complaint ID: (B)(4). Please reference complaints (B)(4).

Event description:
It was reported that customers had several incidents involving the storz laparoscopic light cords, resulting in burns to the patient. The majority of these have been the result of the cord becoming disconnected from the camera on the laparoscope. Prior to (B)(6) 2020, we had outsourced cords through a 3rd party. In (B)(6) 2020 we began using new storz cords. It seems the new cords do not have enough threads at the point of connection. The new cords also provide greater light intensity, which may be contributing to the burns. The storz representative that services the hospital had been included in discussions regarding concerns.